Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was having difficulty completing a remote interrogation, with yellow collecting waves seen on the remote communicator. Troubleshooting efforts were performed successfully and the device was able to be interrogated. A patient initiated interrogation (pii) was performed and the remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.